Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information, that two remote monitoring alerts had been triggered due lead intrinsic amplitudes out of range. Data was reviewed at which time noise and oversensing were also observed during several non sustained episodes. Impedance measurements were mainly stable but had shown spikes in the past, with out of range measurements reported. The patient does not appear dependent and technical services was contacted for recommendations. No adverse patient effects were reported and to date, this lead remains implanted and in service.subsequent information confirmed the patient is not dependent and the system reprogrammed to aai following in-office troubleshooting which showed good conduction and no evidence of av block. No resulting adverse effects were reported; lead remains insitu.

Manufacturer narrative:
(B)(4). This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
Boston scientific received information, that two remote monitoring alerts had been triggered due lead intrinsic amplitudes out of range. Data was reviewed at which time noise and oversensing were also observed during several non sustained episodes. Impedance measurements were mainly stable but had shown spikes in the past, with out of range measurements reported. The patient does not appear dependent and technical services was contacted for recommendations. No adverse patient effects were reported and to date, this lead remains implanted and in service. Subsequent information confirmed the patient is not dependent and the system reprogrammed to aai following in-office troubleshooting which showed good conduction and no evidence of av block. No resulting adverse effects were reported; lead remains insitu. Additional information was received. When the patient's device reached end of life (eol) battery status, this rv lead and the associated pacemaker were abandoned and a new system was implanted on the patient's right side. The chronic rv lead was believed to be fractured and physician felt the (B)(6) patient was at increased risk of infection so no surgical intervention would be performed with the old system.